Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a loose air detector. No patient injury was reported.

Manufacturer narrative:
One device was received. Visual inspection noted a scratched lens and loose air detector sensor. The complaint was confirmed, and no further device analysis was performed. The root cause was not enough glue, and it was unknown what caused the issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Re-glued the air detector sensor.